Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Concomitant product: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular (rv) lead failed to capture in both bipolar and unipolar mode. The lead was removed and replaced. No patient complications have been reported as a result of this event.